Event description:
It was reported a 4f spyglass catheter was advanced into a pt, however, a .035 cordis guidewire could not be advanced. The spyglass catheter was then removed and the physician noted the tip of the was catheter was missing. The tip was found near the sheath outside of the pt's body. There were no resulting consequences and the pt was reportedly fine.